Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a prep stick. The customer states that when using the scrub sticks for prepping for a vaginal procedure, the sponge separated from the stick and remained inside the pt after the procedure was completed. The sponge had to be removed after the procedure was already completed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.